Event description:
At the time of the revision surgery, (B)(6) 2020, the lead was replaced to restore therapy. During the revision, the sensor was found to have separated from the lead body and to have migrated after separation. Using thoracoscopy, the surgeon successfully located the sensor and removed it. The revision surgery restored therapy and the issue is now resolved.